Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and provided with IV antibiotics. There have been no further reports of complications.

Manufacturer narrative:
Follow-up report indicated that the device was explanted, but was not returned. There were no reports of further complications. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.